Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2024-11180. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening raynaud's phenomenon: unable to observe as it is not related to the manufacturing process no additional observations performed on the device. No further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿raynaud¿s phenomenon.¿ healthcare professional later reported a rupture. Device has been explanted.